Event description:
It was reported that the unknown power chair would not start and the end user was by herself in a restaurant. A nurse in the restaurant was able to put her in a wheelchair and bring her home. She is a fall risk and cannot walk without her chair.